Event description:
Patient regarding pump cadd solis just received last week. Patient reported changed cassette today and pump is beeping with downstream occlusion alert. Patient's daughter called back later to advise they did a change and pump stopped alarming. Unknown if fault occurred while in use. No adverse events reported. No missed doses reported. Device is available for return, upon patient return. Unknown if device was replaced. Infusion is life-sustaining. Outcome of the event is unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. No additional information is available at this time. Pump serial number: (B)(6).